Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after having been implanted for three and a half years. The patient implanted wiht this ICD suspected premature battery depletion.